Manufacturer narrative:
A review of the device history record (DHR) associated with lot 17966967 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
Approximately twenty-three days after implantation, it was found that a 55cm optease retrievable filter ran into the heart and was taken out through thoracotomy and it was also found that a part of the filter was fractured. The device was stored in the cath lab for less than one month. The product was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no unusual force used at anytime during the procedure. The thermal indicator was not activated. Prior to deployment it was verified that the hook was caudal. There was complete wall apposition on all sides post deployment. The filter was not deployed without tilt. The patient had a history of venous thrombosis and anti-coagulation therapy was provided prior to filter placement. After release, although the shape was not good enough, the patient had no other symptoms, and the angiography showed that the filter was in good position. There were no delivery problems. The lesion was not calcified or tortuous and as not used for chronic total occlusion. After thoracotomy to take out the filter, the patient is still hospitalized. The device will be returned for evaluation.

Manufacturer narrative:
Approximately twenty-three days after implantation, a 55cm optease retrievable filter migrated into the heart and was taken out by thoracotomy. Part of the filter was noted to be fractured. The device was stored in the cath lab for less than one month. The product was stored, handled and prepped per the instructions for use (IFU). There was no difficulty prepping the device. There was no unusual force used during the procedure. The thermal indicator was not activated. Prior to deployment it was verified that the hook was caudal. There was complete wall apposition on all sides post deployment. The filter was not deployed without tilt. The patient had a history of venous thrombosis and anti-coagulation therapy was provided prior to filter placement. Post deployment, the patient had no symptoms and the angiography showed that the filter was in good position. There were no delivery problems. The lesion was not calcified or tortuous and was not used for chronic total occlusion. The patient remained hospitalized post thoracotomy. The device was not returned for analysis. A product history record (phr) review of lot 17966967 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter-migration and filter-fractured - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as operator technique, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿retrieval of the optease® retrievable filter should only be attempted in patients in whom an optease® retrievable filter has been implanted for no longer than 12 days. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Retrieval of the optease® retrievable filter with a filter fracture present may result in complications. Retrieval of the optease® retrievable filter should only be performed by physicians who are trained in percutaneous interventional techniques. Accordingly, cordis will not be responsible for any direct or consequential damages or expenses resulting from use by untrained personnel.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.